Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found the lower case is broken, the battery contacts are compressed, the key board pad is damaged, and the lcd (liquid crystal display) is missing segments.

Event description:
It was reported the epg (external pulse generator) quit pacing while on a patient. A replacement battery was inserted and the epg worked for 15 minutes and then quit. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
A 3500a form was received which reported the patient was a cicu (cardiac intensive care unit) patient. The pacemaker battery had been changed within the last two hours. EKG (electrocardiogram) alarm sounded and the patient was found unresponsive and asystolic. Battery replaced again in pacer, CPR (cardiopulmonary resuscitation) performed and the patient again had a paced rhythm and blood pressure. New temporary pacer and battery put on patient. No other change in patient's condition. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.